Event description:
Complainant alleged that during biomed testing, the device intermittently powers down on its own. Complainant indicated that there was no pt involvement in the reported malfunction.